Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade 4". This record is for the left side. Device remains implanted. Patient was prescribed montelukast.

Manufacturer narrative:
Treatment for capsule removal occurred for patient, same device was used again, reimplanted. Additional, corrected and/or changed data: b5, b6, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade 4". Later healthcare professional reported "performed capsular work and re-implanted the same implant". This record is for the left side. Device remains implanted. Patient was prescribed montelukast.